Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the force bipolar instrument's black wire on the tip was hanging out and exposed. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer: the black wire on the tip of the instrument was loose and exposed and we sent it back. The technician inspected the instrument upon putting it into the patient; but the customer did not believe it came in contact with the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. The instrument underwent both external and internal visual inspections, and no anomalies were identified. It was installed and tested on an in-house system, where it successfully passed recognition and engagement tests. The instrument demonstrated smooth, intuitive movement with full range of motion in all directions, and the grips tips opened and closed properly. No product issues were observed during failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no exposed components.

Event description:
Refer to h11 for follow-up information.